Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated they had a lack of efficiency on or around (B)(6) 2021. They stated they switched from program 3 to 2 on or around (B)(6) 2021, and then turned the stimulation to maximum amplitude, as best as they could remember. This helped with efficacy until the end of (B)(6) 2021. The office asked if the manufacturer representative (rep) could meet with the patient on (B)(6) 2022. The rep met with the patient in the physician¿s office and interrogated the device to find out the ins was dead, and all impedances were greater than 4000 ohms when tested at a pulse with of 330, and an amplitude of 1 volt. The patient had had premature battery depletion. They discussed a replacement of the full system with their physician, and had a full system replacement on (B)(6) 2022. They now felt the stimulation at 1.1 volts in the perineum on program 3. The patient denied any falls, accidents, or external factors. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis: 3058: analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. H3: product analysis: 3889-28: the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.